Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarms. The customer states their blood glucose level was 403mg/dl. The customer states they corrected with the pump and received the no delivery alarm. The customer states they had recently changed the infusion set. Troubleshoot was conducted. The customer states the alarm was resolved by a complete set change. The customer was advised to monitor the device and call back when issues arise.